Event description:
Patient reports she has had issues with the cassettes. Pump serial number (B)(4) alarmed over the weekend with no disposable. Patient made a new cassette a couple of hours early and was able to start infusing again on the pump. She did not have the cassette lot number. Advised patient to continue to report problems and to watch supply of cassettes closely. No further information available or dates are known or were reported. Dose or amount: treprostinil 17.5 ng/kg/min. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? No. What is the outcome of the event? Resolved. Reported to (B)(4) by pt/caregiver.